Event description:
A customer reported that there was a clenz leak as well as a clear fluid leak dripping from coulter lh 750 hematology analyzer. The lab technicians were wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The lab technicians did not come in contact with the fluid. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The material safety data sheet (msds) was not reviewed, but is readily available. There is a risk management/exposure control plan in place. There was no impact to sample results as a result of this event. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
The customer observed a tubing repeatedly pop-off. The affected tubing line carries blood, diluent, and clenz. On (B)(4) 2011, bec field service engineer (fse) observed that the instrument was leaking through a disconnected tube going through pinch valve 64. Upon further assessment the fse noted that pinch valve 64 was not activating due to a non-operational solenoid that would cause backpressure at the check valve for vl4. The pressure would cause the tubing to blow off and instrument to leak. The fse replaced solenoid (sl64) and check valve for vl4. The fse verified the repair per established procedures. The results met published performance specifications. Root cause for the leak is a faulty solenoid (sl64) causing backpressure at check valve for vl4 that made the tubing disconnect. (B)(4).